Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error a33 during manual prime. Customer's blood glucose was unknown at the time of the call. The pump has not been bumped/drooped before the alarm. The support cap is protruded. Patient was advise to revert to back up plan per health care professional.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the compromised forced sensor system test, excessive no delivery test and occlusion test or verify compromised forced sensor system alarm due to motor error alarm.